Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display intermittently froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced. The reported event was duplicated.

Event description:
It was reported that the ventilator display froze. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.